Event description:
It was reported that the staff was prepared for a 5.5 implant. As they put the plug into the automated impella controller (aic), failure mode "optical sensor not detected" appeared. They repeat the plug in, but same failure occurred. The aci was replaced onsite. No report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The console was tested, and failure mode was reproduced. The pmd hw revision number was set to 0, which caused issued with supporting optical pumps (compatibility). After issuing a telnet command to correct the number to 257, the console was able to support optical pumps once again. This issue occurred due to a technician error during the preventative maintenance process. This report is being filed as part of a retrospective review of historical records.